Manufacturer narrative:
A stryker field representative evaluated the device and could not duplicate the code but verified the code in the device's memory. The code was cleared. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an event code logged that is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.